Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Seven boxes with thirty-six representative unopened samples and twenty-six representative unopened samples were received for analysis. Product code eh7230h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not yet evaluated. Additional information provided: the professor only uses these threads, which is why the problem went unnoticed for a long time. Only (B)(4) boxes will return, of which only one is open. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 60, action taken when event occurred? New product were opened, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, the maximum number of products involved is (B)(4), but they will not be returned only the mentioned unused products will be returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient). Please specify for each of the (B)(4) involved devices? During use on patient. Threads break at the beginning of the application...at the slightest pull only (B)(4) boxes will return, of which only one is open. Try to find out the exact number of involved product and if they will also return. - were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure and the increased patient's ischemia time? No. - were there any patient consequences? Prolongation of the surgery time - did the event occur during one or multiple patient procedures? On patient mentioned - what is the total number of procedures? One procedure mentioned - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). N/a. - please provide the source or name and title of the external person providing answers to follow-up. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The threads break off with the slightest pull and endanger the patient. The operation time is currently delayed by over 1 hour and this also significantly increases the patient's ischemia time. There were no changes in the patient¿s postoperative care due to the prolonged procedure and the increased patient's ischemia time. Additional information has been requested.